Event description:
It was reported that pump malfunction occurred and displayed malfunction code, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions and assistance to reset pump, did not experience repeat malfunction after reset, was advised to continue using pump and to call back if malfunction recurred, and acknowledged understanding of instructions.